Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue of does not turn on upon insertion of slide clamp could was reproduced during the device evaluation as does not recognize an open door. The device was determined to not meet all product specifications related to the reported event. The device does not recognize an open door was verified. Evaluation was able to insert a slide clamp to open the door and unit powered on with slight delay in the upper auxiliary switch and therefore the upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a device does not turn on upon insertion of slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.